Manufacturer narrative:
(B)(4). Method: the upper head harness of the complaint iw980 baby control wall mount infant warmer was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the upper head harness connector housing was discoloured. A lot check could not be performed due to an old format serial number. The unit was released for distribution in 2000, indicating that the complaint infant warmer is approximately 15 years old. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Replacement parts have been sent to the customer to replace the discoloured harness connectors.

Event description:
A healthcare facility in (B)(6) reported that the harness connectors of an iw980jeu baby control wall mount infant warmer were allegedly "burnt". The incident occured before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint harness connector for evaluation from the healthcare facility. We will provide a follow up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that the harness connectors of an iw980jeu baby control wall mount infant warmer were allegedly "burnt". The incident occured before patient use. No patient consequence was reported.